Event description:
On febraury 2, 2005 a pt alleged that during a root canal treatment a file broke in the pt's tooth, #12. The pt was referred to an endodontist who attempted to removed the file, but was unsuccessful. According to the pt, the file broke several times during the process so she avised to extract the tooth.